Event description:
Voluntary report program ref# mw1038688 was received in which a physician reported that a pt experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The pt had 3 week history of pain discomfort in the left eye. The pt was treated by a primary care doctor with tobradex and resulted to improvement and resumption of contact lens wear. New pain in the right eye followed. The pt was seen by this physician with multiple infiltrates in the right eye greater than the left. The right cornea was cultured followed 2 days later by the left cornea and contact lens/case. Cultures from right eye cornea and contact lens case were positive for fusarium. The pt was started on vigamox and natamycin drops. It was unk if the pt's condition has resolved.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customer by discontinuing the moistureloc formula and recalling all distributed product.